Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, was not provided. If implanted; give date: unknown/not provided. If explanted; give date: not applicable. There is no information to suggest that the lens was explanted. (B)(6). Device available for evaluation? Yes (filament only) returned to manufacturer on: 10/30/2018. Device returned to manufacturer? Yes. Device evaluation: the filament reported was returned in a plastic bag. A blue foam swabs stick was returned in the plastic bag. Visual inspection using magnification was performed. There was no foreign material such as eyelash, hair, embedded particles or small filament observed in the returned plastic bag. A photo of the filament was provided and evaluated. Since the photo was poor resolution, it was not possible to verify the reported issue. There is no evidence to suggest that the complaint product was affected by the manufacturing process. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. The search revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a small filament was noticed inside the patient's eye after implanting a model zcb00 +25.5 diopter tecnis monofocal iol (intraocular lens). The doctor successfully removed the filament. There was no patient injury. The customer suspected that the filament (foreign material) may be related to the iol or was inside of packaging. No additional information provided.